Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient who had been experiencing pre-syncope conditions presented to a follow-up in clinic. A device interrogation revealed that the right ventricular lead had low out of range pacing impedance and was failing to capture. Increasing the pacing outputs did not solve the issue and caused the patient to feel symptomatic again. Patient was then sent to the emergency department to be closely monitored and to also receive a lead revision sooner than a normal physician. Lead was explanted and replaced on an unknown date. Patient was able to be discharged home after the procedure.